Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the radiofrequency programmer head connector was very loose although during bench assessment it did function as required. The link electronic module (lem) board was replaced and calibrated to resolve. It was further noted that there was a record an error occurring however it was also noted that the replacement and calibration of the lem board should address that issue as well. Analysis also found that the system fan was intermittently noisy, the keyboard latch was broken, there were curved lines on the right side of the display and the hard drive health was at less than 100%. All found defective parts were replaced and the hard drive was additionally reimaged. The programmer then passed all final functional and systems tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the programmer was not working. Further information on the programmer was not available. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.